Event description:
It was reported that the patient felt vague weakness and was taking more naps which coincided with a polarity switch of the atrial lead. The lead had variable and high thresholds and later, the lead could not capture. There was also undefined impedance and no sensing in unipolar. The lead had a confirmed fracture. The lead was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the atrial pacing lead was undefined. (B)(4)